Event description:
As reported by the user facility: detailed inquiry description: met with customer regarding issue with air in line. Areas noted to include micu and. Cvicu staff. Per micu nurse manager and staff on duty multiple issues with air in line. Noted specific to medications including bicarb, amiodarone, potassium, propofol, and heparin infusions. Micu unit educator and staff noted that there was no specific medication to which air bubbles were occurring but noted increase of frequency. In discussion with both areas, no difference noted between those medications coming from pharmacy verses obtained in unit from omnicell. Troubleshooting previously completed with prior cns onsite with no change in resolution. During interview with staff proper troubleshooting techniques continue to be performed by staff. Micu rn noted one incident to which patient was on a cardiac assist device and air in line alarms caused delay in delivery of medication. Per staff interviewed there has been an increase in frequency of air in line alarms approximately 80% of time that pump is utilized since they converted to infusomat pumps. (B)(6) 2022. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.